Manufacturer narrative:
Exact date unknown, event occurred years ago. Explant date: 2018.

Event description:
It was reported that the patient was not getting adequate coverage from scs (spinal cord stimulator). The patient underwent an ipg explant procedure and will not be returned. No further information has been obtained despite good faith efforts.